Event description:
Boston scientific received information that this pacemaker and this right atrial (ra) lead exhibited noise. The patient was being followed monthly due to the device being near elective replacement indicator (eri). It was noted the ra pacing impedance measurements have been between 980 and 1,200 ohms with a few decreased to 290 ohms. Additionally, a lead safety switch had been triggered indicating an out of range impedance measurement had been recorded. The lead safety switch was reset and the patient will continue to be seen monthly. The ra lead will be addressed when the patient undergoes a device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating that the ra lead was left in service with the new device. Approximately one month after the revision procedure another alert for lead safety switch (lss) was triggered for low out of range impedance measurments on the right atrial (ra) lead. Numerous atrial tachy response (atr) events were stored which showed noise was also observed. The source of noise was determined to be due to muscle use and patient moving. The physician decided to keep lead in unipolar as all measurements are normal in that configuration and decreased sensitivity to avoid noise. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.